Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. After unpacking the taxus liberte 3.5x24mm drug eluting stent from the sterile bag, it was noted that the stent strut wasn't even. The procedure was completed with another taxus liberte stent, same size. No patient injuries or complications occurred. Patient status is satisfactory. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.